Event description:
Reference number (B)(4). Event occurred in the united states. It was reported on (B)(6) 2024 that the patient encountered infusion set leakage from tubing which led to high blood glucose level of 235mg/dl. The customer addressed the high blood glucose by correction bolus. Duration of infusion set used was 1 day. The issue got resolved by replacing the infusion set and resumed insulin deliveries. No further information available.

Manufacturer narrative:
Patient city - (B)(6).